Event description:
A review of the recipient¿s test data indicated impedance issues. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed broken electrode wire near the fantail region. This is believed to have occurred during revision surgery. In addition, an electrode wire was found broken near the small tube. Photographic imaging inspection confirmed broken electrode wire near the fantail region. This is believed to have occurred during revision surgery. In addition, another electrode wire was confirmed open near the small tube. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. A broken wire at the small tubing location was also identified. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.